Event description:
My husband, a sterile processing employee working in a hospital setting, was exposed to vapor/chemical emissions while operating or working near a sterrad 100nx sterilization system during normal job duties. During routine operation of the sterilizer, he was exposed to fumes released from the unit or surrounding area. Shortly after exposure, he developed respiratory symptoms including chest tightness, coughing, shortness of breath, and lung irritation. Symptoms persisted and required medical evaluation. Multiple staff members were present and witnessed the exposure and onset of symptoms. The exposure occurred during standard use of the device in a healthcare sterile processing department. There are other employees in the department that have also had symptoms such as chest tightness, headaches, dizziness, etc. I myself have also had symptoms of chest tightness and headaches.